Manufacturer narrative:
An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The venous line (blue color) of the catheter is blocked and the guide wire was stuck in the catheter and insertion was not possible. This was found during the insertion of catheter into the patient and had to be replaced with fresh catheter into the patient.

Manufacturer narrative:
The manufacturing lot number associated with this complaint was reviewed and no failures related to the reported condition were identified. There were no non-conformances for this issue in the reported lot number found during the device history record (DHR) review. No changes related to the reported condition were found within six months prior to the lot manufacturing date. The product sample was returned to the manufacturing site for evaluation; it consisted of one incomplete mahurkar kit. These components were returned inside a generic plastic bag. The dilators showed signs of use (bent). Visual inspection was performed and the catheter did not reveal any visible defect. In order to confirm the defect reported, a guide wire was passed through both extensions; as a result the guide wire passed easily through the arterial extension, however the guide wire did not pass through the hub in the venous extension. The catheter was cut and it was found that the hub was obstructed and the internal orifice looks smaller, it was observed that there was a kind of resin on the venous lumen. Based on the sample evaluation it was confirmed that the venous channel of the hub was partially occluded, due to an excess of dimethylacetamide during the gluing operation per procedure. The evidence provided is enough to relate this event to the manufacturing operations. The hub was found occluded due to an excess of dimethylacetamide performed during the execution of the procedure. This product lot was manufactured on 08/07/2015, before the implementation phase of a corrective and preventive action (CAPA). Therefore it is considered that this event is covered by this CAPA and no further corrective or preventive actions are required. It must be noted that in-process controls as visual inspection according to procedure and pressure test procedure (such as personnel training; incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.